Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms a clean fracture approximately halfway from the etch to the right distal end (from the perspective of the etch). The fracture runs distally from top to bottom at an angle. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product scheduled to be returned.

Event description:
It was reported that the targeting arm fractured during a procedure. There was a ten (10) minute delay to the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.